Manufacturer narrative:
(B)(4). Investigation summary: the instrument was received with the black coating of the blade damaged. Additionally, the tissue pad was detached and not returned, but with evidence of body fluids and tissue pad material in the groove section of the clamp arm. The device was connected to a test hand piece and tested on a gen11. The device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Occasionally, damaged to the blade coating occurs when the blade is exposed to metal contact and/or high heat/prolonged activation's without tissue present in the distal section of the jaws and the jaws closed. It is possible that noise was emitted if the blade make contact with other metals while activated or if the device is activated with excessive blood and tissue accumulates between the blade and shaft. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. Based on the condition of the tissue pad, a probable cause for this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. Additional information was requested, and the following was obtained:did the white tissue pad completely fall apart? The plastic tip melted off. Did the blade tip fall apart/brake? Just the plastic. Which part of the shear fell apart? Don¿t know". If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy the shears fell apart and the tissue pad melted. This was accompanied by a squealing noise while the tissue pad was melting. This was near the end of the procedure and the procedure was completed with a bipolar device with no patient consequences reported.